Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had no ac (alternating current) power, and would not turn on. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that they suspected that the power issue was caused by the power supply, and that the battery was deleted. It was noted that the customer did not want to take a voltage reading, to verify if the power supply was the cause of the issue. The device was serviced by a field service engineer (fse), and it was reported that the power supply and power management board were replaced to resolve the issue. The device powered on and passed all electrical tests. The fse noted that the device meets the system requirements and was ready for use.